Manufacturer narrative:
Evaluation was not possible as the product remains implanted. Manufacturing history review and lot specific complaint history were not possible without lot identification. Review of complaint history for all part numbers in the 10-40xx family of vault alif self drilling variable screws did not identify a trend for reports of this nature. Based on the information provided, no conclusions can be drawn as to the cause of the reported screw breakage. Device remains implanted.

Event description:
The patient underwent initial procedure utilizing the vault alif system on (B)(6) 2015. Subsequently, the patient was seen in clinic on (B)(6) 2017 where it was identified that one of the vault alif self drilling variable screws located at s1 had broken. There is no plan at this time to perform surgery to remove the broken screw.